Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: a review of the black box showed no evidence of a short battery life with several call service 177 warnings due to normal battery wear. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly and all current readings were within specifications. The alleged ¿short battery life¿ issue was unable to be duplicated. The pump cover was removed to find no intermittent condition to the power printed circuit board.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.